Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient received 2 leads from the same lot number. It was reported the patient's stimulation changed following a fall. The patient is experiencing unintended stimulation in his chest. Images revealed one of the leads has migrated. Surgical intervention took place on (B)(6) 2015, where one of the leads was repositioned and anchored. The patient was seen on (B)(6) 2015 for a wound check and the patient reported he receives effective stimulation coverage.